Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) (3.00x 18mm) drug-eluting stent successfully deployed to the mid lad, one endeavor sprint over the wire (otw) (2.50 x 12mm) drug-eluting stent successfully deployed to first right posterior lateral and one endeavor sprint otw (3.50 x 24mm) drug-eluting stent successfully deployed to proximal rca. Approximately 12 months 3 weeks post index procedure the patient suffered an acute non stemi myocardial infarction. Investigator assessed the event as a no q-wave mi which involved the target lesion. Patient underwent revascularization of distal rca the next day. (Ref MFR 9612164-2011-01525 and 9612164-2011-01526).

Manufacturer narrative:
(B)(4) - inherent risk of procedure (myocardial infarction). (B)(4).